Event description:
The customer contacted global technical services (gts) regarding a high drain 103/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) after use. The home patient (hp) saw the message at start up last night. The doctor told them to do manuals. The technical service representative (tsr) reviewed the therapy log. The initial drain volume was equal to 1134ml, the last fill volume was equal to 1498ml, the total fill volume was equal to 6024ml, the total drain volume was equal to 8606ml, the average drain time was equal to thirty two minutes, the total ultrafiltration (uf) was equal to 2582ml, the cycle 3 uf was equal to 2808ml, the cycle 2 uf was equal to -251ml, and the cycle 1 uf was equal to 25ml. There were no bypasses, and no manual drains. The therapy was set to continuous cycling peritoneal dialysis (ccpd), the total volume was set to 9000ml, the fill volume was set to 2000ml, the last fill volume was set to 1500ml, and the dextrose was set to same. The hp used red bags. There were no alarms. The hp stated they never felt full. They stated they slept through the entire therapy. They stated they would inform the registered nurse (rn) of the findings. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012 regarding the reported alarm. The nurse stated that she was not aware of this alarm. She stated that the patient has been doing well since then. She stated that the patient has been able to continue therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The homechoice device was operational and was not returned for evaluation. The product analysis lab (pal) confirmed the reported increased intra-peritoneal volume (iipv) based on reported information. The cause of the iipv was determined to be one or more cycles advanced to next fill when slow / no flow occurred above the minimum drain volume threshold. Review of the device service history revealed no issues that could have caused or contributed to the reported iipv.